Manufacturer narrative:
There have been two separate issues pertaining to the cannula. The phalanges on cannula were thin, fragile and would tear. They would not adhere as needed and subsequently would pull our during perfusion. The other concern occurred during a procedure when the cannula began leaking due to a hole. They had to reclamp and obtain another cannula. The issues were quickly identified and there was no injury to any infant as a result. Medtronic is the manufacturer of this cannula. They have been contacted and will conduct this investigation. The sample had been forwarded to them for review. They will determine any corrective actions to be taken.

Event description:
The cannula began leaking during a cardiac procedure and had to be replaced. The phalanges on the end of the cannula are too thin and as a result, they have torn.